Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/compressed'. Stent not releasing during triggering could not be deployed.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/compressed'. Stent not releasing during triggering could not be deployed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/compressed' and "deployment issue resulting in stent deployed in incorrect location'. Device was returned and evaluated on the 25-apr-19 confirming the stent was partially deployed on return. Stent not releasing during triggering could not be deployed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 25th april 2019. No visual defect found in the laboratory. Stent deployed with high resistance possibly due to kink. When device and introducer was straighten out there was a great decrease in the resistance. Prior to distribution all evo-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl upon review of complaints, this failure mode has not occurred previously with the lot number c1335622. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1335622 a review of the manufacturing records for c1335622 did not reveal any discrepancies which could have contributed to this complaint issue. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0056-5). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy. According to the information reported, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.